Manufacturer narrative:
(B)(4). The device was manufactured between the date of 04/11/2014 and 04/17/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a minicap which was noted to be cracked prior to use. There was no damage to the case. The hp reported that they did not use the cracked cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).